Event description:
On (B)(6) 2009, a (B)(6) female underwent a bilateral mastectomy immediately followed by a reconstruction with dermal allografts and allergan tissue expanders. She was discharged on (B)(6) 2009. Symptoms described as "non-healing bilateral breast mound incisions with drainage" began to develop on (B)(6) 2009. On (B)(6) 2009, the pt was re-admitted to the hospital for removal of the tissue expanders and dermal allografts followed by debridement and lavage. Wound cultures of both breast incision sites were taken on (B)(6) 2009, and were positive for pseudomonas aeruginosa. No pre-implant cultures were obtained. The pt was treated with a course of antibiotics (keflex and levaquin) in addition to, hyperbarics and daily wound care. Dose, frequency: single use, 064. Diagnosis for use: soft tissue repair. Therapy dates: (B)(6) 2009.

Manufacturer narrative:
Add'l lot: 1130a, exp date: 03/12/2012, other: (B)(4).